Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
--

Event description:
Recently a journal article was reviewed that indicated a performance issue consistent with what had been previously reported. However, within the historical data an earlier event date was provided.

Manufacturer narrative:
Additional information received indicated the pace/sense portion of the rv lead was surgically abandoned. Another manufacturer's pace/sense rv lead was successfully implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Journal citation: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was exhibiting high out of range pacing impedance measurements greater than 3,000 ohms. There was suspicion of a conductor fracture. The patient planned to be brought into the clinic for further evaluation.